Event description:
It was reported that during an unknown procedure the top of the blade was broken, and device could not be used. Change to a new device to complete surgery.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: was the broken piece easily retrieved from the patient's body? N/a. Did the patient experience any adverse consequences due to this issue? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.